Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when the angio-seal device involved was being inserted into the insertion sheath, the device became unable to be inserted. The angio-seal device was then withdrawn and removed. Manual compression was applied, and hemostasis was successfully achieved. The device was disassembled afterward, and the anchor and collagen were found in the insertion sheath, which confirmed no remains in the patient's body. The blood loss was less than 250cc's. There was no health damage. The procedure before deploying the device was carotid artery angioplasty (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used, and vessel diameter were unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The event occurred intra-operative. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The was no health damage to the patient. No equipment or other devices were used with the product involved.